Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for perforation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that approximately twelve years six months post vena cava filter deployment a CT scan demonstrated the filter embedded in the right wall of the abdominal aorta. There were no reported attempts to retrieve the filter. The status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately one year and four months post filter deployment, xr- kidney ureter bladder scan revealed that an inferior vena cava filter was present at the level of intervertebral space between l2 and l3. Subsequently ten years later, the patient presented for filter removal. Due to the length of time the inferior vena cava filter has been in place, it was not recommended that the inferior vena cava filter be removed as the risks outweighed the benefits. Eventually after one year and one month, computed tomography (CT) revealed that an inferior vena cava filter was seated in the inferior vena cava, approximately 3.8 cm inferior to the inferior most renal vein. The tip of the filter appeared to contact the posterior inferior vena cava wall. Filter struts circumferentially extended beyond the wall of the inferior vena cava up to 8mm. Two left sided struts appeared to be embedded in the right wall of the abdominal aorta. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b5, b6, d4(expiry date: 01/2008).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. Approximately twelve years six months post vena cava filter deployment a computed tomography scan demonstrated the filter embedded in the right wall of the abdominal aorta. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.